Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts lifted from their crimped position on rows 6 through 10 proximally from the distal end of stent also, strut lifted from the most proximal row. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 2.1cm proximal to the distal end of the strain relief with the manifold hub not returned. No other issues were noted a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mm in length target lesion was located in the severely tortuous, moderately calcified with a vessel diameter of 3.5-3.75mm right coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed; however, the stent struts were found to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mm in length target lesion was located in the severely tortuous, moderately calcified with a vessel diameter of 3.5-3.75mm right coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed; however, the stent struts were found to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.